Event description:
It was reported that the vns patient experienced a bradycardic episode. The patient's heart rate returned to normal level within 24 hours. No interventions were taken for the reported event. Follow-up revealed that the patient did not have a medical history of bradycardia pre-vns. The relationship between the reported event and vns therapy is unknown at this time. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.